Manufacturer narrative:
The device was returned to olympus for evaluation and evaluation found an emergency lamp failure code displayed and the brightness adjustment of the bezel didn't work due to defective main board. Additionally, the turret could not be located due to occasional failure of the limit switch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the light source displayed an e207 error code for emergency lamp failure. The issue was found during preparation for use in an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: b5 (to include information that was inadvertently left out of the initial MDR, and h3 ("not returned to manufacturer" should be unmarked). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the e207 error was likely due to a defective lamp, and the probable cause of the brightness adjustment malfunction was likely due to a defective main board. Olympus will continue to monitor field performance for this device.

Event description:
The costumer reported that there was no delay, and patient was not under anesthesia.